Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1113366 medical device expiration date: 2026-03-31. Device manufacture date: 2021-04-23. Medical device lot #: 1091333 . Medical device expiration date: 2026-03-31 . Device manufacture date: 2021-04-01 . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced foreign matter in the device cannula and fluid path. The following information was provided by the initial reporter: caller is seeing a lubrication dripping on the inside of the barrel of the syringe and on the stopper.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-27. H6: investigation summary it was reported the customer saw a lubrication dripping on the inside of the barrel of the syringe and on the stopper. To aid in the investigation, nine samples in sealed plastic bags and nine photos were provided for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. In the nine photos provided show syringes and plunger rods out of the syringe barrel. The photos show the rubber stopper all the way down touching the bottom part of the syringe barrel. When this condition is created, it is normal to notice the silicone. The silicone is medical grade and is applied to the syringe barrel inner wall and to the rubber stopper to move the rubber stopper-plunger rod smoothly. It could be possible the customer was not aware the syringes have medical grade silicone. A device history record review was completed for provided material number 301035, lot numbers 1113366 and 1091333. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
It was reported that 2 bd¿ luer-lok syringes 60 ml experienced foreign matter in the device cannula and fluid path. The following information was provided by the initial reporter: caller is seeing a lubrication dripping on the inside of the barrel of the syringe and on the stopper.